Event description:
It was reported the catheter's tip elongated after steam shaping for 30 seconds. The device was not used in the patient.

Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter prior to use. (B)(4).